Event description:
I got essure in (B)(6) 2012. Started having issues 4-5 months, attributed them to not being on top of my eating habits and getting older. However ended up in ER on (B)(6) 2014 due to pelvic pain and severe headache. They did an u/s and I've developed fibroids and have an unknown mass on one tube. My left coil is almost completely inside my uterine cavity as well. Over the past year and a half I've had chronic uti's, painful stabbing like pains in my pelvic area, 30% of weight gain, nightsweats, numbness, tingling in my left breast, severe headaches, anxiety, throat infections, pneumonia, dizziness, abnormal pap results for the first time in 17 years (on the 1st and only test done since essure was inserted), fibroids, unknown mass on a tube, shorter cycles, random cramping, odor, heartburn, crazy mood swings, rashes on my left arm, excessive peeing, head fuzziness and ringing in my ears.

Event description:
Additional info received from the reporter on (B)(6) 2015: update on (B)(6) 2014: I am now scheduled for a hysterectomy on (B)(6). Essure was to be a non invasive, safe and permanent birth control. Instead I am now having the hysterectomy at (B)(6) yrs old with at least a 6 wk recovery time. Update on (B)(6) 2014: had hysterectomy to remove essure (B)(6). Most issues have subsided.